Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to put the pump into storage mode before returning it, and a replacement pump was sent by technical support. The customer was informed about the steps to take upon receiving the new pump and understood the instructions to return the problematic pump using the return box and pre-paid label within 10 days.